Event description:
The customer called philips to report that they had replaced their battery pca because it was damaged. The customer wanted to know if the replacement battery pca they received was a new part or a refurbished part. There was no reported patient involvement.